Event description:
The MFR received info alleging a ventilator alarmed and stopped cycling while in pt use. There was no pt harm or injury.

Manufacturer narrative:
The device was returned to the MFR's service center for eval and the customer's complaint was confirmed. The ventilator's dc motor was disconnected from the ball screw assembly which drives the device's piston. The dc motor was reconnected to the ball screw assembly to correct the problem. A review of the MFR's adverse event database from 01/01/2005 to present, confirmed there have been no reported adverse events caused by this type of malfunction. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a cycle failure. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.